Manufacturer narrative:
Block b3: exact date unknown, event occurred a few years ago.

Event description:
It was reported that patient underwent a removal of implantable pulse generator (ipg) a few years ago for unknown reason.